Event description:
It was reported that the pta balloon outer catheter broke circumferentially, proximal to the balloon joint. Another balloon was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The device history records have been reviewed with special attention to raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this failure mode. The device was returned. The investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon to shaft joint. Based on the returned sample condition, it is possible that external forces were applied to the device. It is unk if the manner in which the device was removed from the packaging contributed to the reported event. The definitive root cause could not be determined based upon the available info. Break is adequately addressed in the current IFU. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.